Event description:
Customer reports being unable to test her blood glucose because the compact system would not turn on. She states she went into convulsions and was treated by her spouse with a glucagon injection; symptoms improved. Requested return of suspect device and replacement was sent.